Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log with an initial drain volume of 3717 ml. Largest prescribed fill volume: 2200 ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria. The probable cause for the iipv was determined to be caused by insufficient drain, false empty detect at initial drain after I-drain alarm volume was met and false empty detect at previous therapy last drain after minimum drain volume was met. Also insufficient drain false empty detect and last manual drain not used.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. The device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain, false empty detect at initial drain after I-drain alarm volume was met and false empty detect at previous therapy last drain after minimum drain volume was met. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.